Event description:
The lesion was located in the distal lad and was successfully treated with one endeavor drug-eluting stent. Diameter residual stenosis of lesion 10%. At 30 days pt had unstable angina. Pt expired approximately 45 days post stent implant. Investigator indicated that pt death was not assessable in relation to the endeavor drug-eluting stent. Please note that this device is not distributed in the united states.